Manufacturer narrative:
The exact date of the event is unknown, event occurred one month ago.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction suspected.